Manufacturer narrative:
Investigation summary: the event unit as returned for evaluation. Upon visual inspection, engineering observed the unit was returned in the latched position with the jaws fully closed. Engineering observed that a component located at the bottom of the trigger, that allows the trigger to be engaged to the handle, was bent. Engineering readjusted the shape of the component and found that the trigger was able to engage and disengage as intended. The root cause of the event is a bent component within the trigger of the handle. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: sleeve gastrectomy. The device broke during the operation. (I am waiting to meet the surgeon to find out what happened and when.) They took another eb010 device that worked perfectly. Additional information received by sales rep on 27 april 2017: he realized a sleeve gastrectomy, after three activations without worries, the device got stuck. He was on the epiploic slice, he triggered a sealing cycle which worked well, he then separated the tissues with the integrated knife and when he wanted to reopen the device it remained closed. It has activated the handle several times to reopen it and it has remained blocked. He was able to remove the device from the tissues without too much damage as the knife and the fusion worked correctly. This episode strongly upset him. Original: il réalisait une sleeve gastrectomie, après trois activations sans soucis, la pince s'est coincée. Il était sur la tranche epiploïque, il a déclenché 1 cycle de fusion qui a bien fonctionné, il a ensuite séparé les tissus avec le couteau intégré et lorsqu'il a voulu réouvrir la pince celle-ci est resté fermée. Il a actionné de nombreuses fois la poignée pour la réouvrir et elle est resté bloquée. Il a pu retiré la pince des tissus sans trop de dégâts car le couteau et la fusion ont fonctionné correctement. Cet épisode l'a fortement contrarié. Original: la pince s'est cassée pendant l'intervention. ( je suis dans l'attente de rencontrer le chirurgien pour savoir ce qui s'est produit et à quel moment de l'intervention ). Ils ont pris un autre dispositif eb010 qui a parfaitement fonctionné. Patient status- no patient injury or illness occur associated with the complaint event.